Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Arterial spasm is a known potential adverse event associated with the use of the emboguard balloon guide catheter and is listed in the instructions for use (IFU) as such. Per the information provided, a ¿vasospasm¿ occurred during the procedure while advancing the emboguard device in the internal carotid artery. Therefore, the relationship between the event of ¿vasospasm¿ and the procedural use of the emboguard device cannot be excluded. Thus, this event does meet us FDA reporting criteria under 21 cfr 803 as a ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, from personal interaction, that an emboguard 87, 95 cm (bg8795u/0000218494) balloon guide catheter was used during a coil embolization procedure to treat an unruptured left internal carotid artery aneurysm. Per the event description, a 6fr diagnostic catheter and the 35 guidewire were used to approach the internal carotid artery. While advancing the emboguard device in the left internal carotid artery, a vasospasm occurred. A vecta71 aspiration catheter and exselsior sl-10 microcatheter were used during the procedure. A continuous flush was done. Per the information provided at the time of this review, ¿the patient is fine¿.